Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable troponin t hs result for one patient sample. The initial result was approximately 30 ng/l and was reported outside the laboratory. A new sample was drawn from the patient and the result was <3 ng/l. The first sample was then repeated and the result was <3 ng/l. The patient was not adversely affected. The reagent lot number ad expiration date were requested but were not provided.